Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00254. A physician reported a certas valve (ID 828804) and bactiseal peritoneal catheter (ID 823074) were implanted via lumbar peritoneal shunt on (B)(6), 2023 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj), and bactiseal peritoneal catheter (ID 823074) (serial;unk). The patient's symptoms worsened from mid-june. Due to suspicion of obstruction, the valve and the catheter were removed and replaced on (B)(6), 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Device history record (DHR) - product code 82-8804 with lot 6907886, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested and only leaked from needle holes in the needle chamber. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation, no occlusions were noted.